Event description:
During a procedure in the choledochus a cook fusion lithotripsy extraction basket was used. The wire [basket wire] was not broken, however at the predetermined breaking point the product ripped apart during the procedure [drive wire broke during lithotripsy]. An extraction basket made by another company was used to recover the stone and basket. This device was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence other than the insertion of another extraction basket to recover the stone and basket. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned product confirmed the report. The drive wire was separated from the handle cannula. The drive wire itself was separated into two sections. The section proximal to the handle was approximately 45cm long and the section distal to the handle was approximately 168cm long. The basket was attached. The basket did not have any broken wires. The basket was deformed from the original shape. The handle cannula was examined and met mfg requirements. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. The instructions for use for the fusion lithotripsy extraction basket includes the following warning: basket wires may fragment and/or stone impaction may occur during lithotripsy, requiring surgical intervention. Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment result as post market feedback continues to become available.